Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead experienced fatigue. Device sensors were enable in response to the patient's fatigue. An increase in ventricular pacing threshold measurements were observed along with varying pacing impedance measurements. The following day the patient presented due to muscle stimulation experienced with right ventricular (rv) pacing. The sensor was programmed off and the rv outputs were reprogrammed. A month later the pacing threshold measurements continued to increase. It was determined there was a micro-perforation. The patient does not require ventricular pacing and their ejection fraction has improved, therefore the device was reprogrammed to aai mode with tachy therapy programmed to monitor only. No adverse patient effects were reported.